Event description:
A report was received that the patient underwent a pocket and lead revision, replacing the leads; the reason for the revision is unknown. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. Additional suspect device components involved in the event:model: sc-2138-50, linear lead (phase iii a) 50cm; model: sc-2138-50, linear lead (phase iii a) 50cm. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related ti the event occured during manufacturing. This is a final report.